Event description:
It was reported that st segment elevation and embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging was used intra-procedure. Venous access was obtained and a watchman trusteer access system (was) that was prepped and de-aired was inserted along with a versacross connect (vcc) transseptal system to perform transseptal puncture (tsp). After tsp, a full dose of heparin was administered, and the activated clotting time (act) result was 300 seconds. The was advanced into the left atrium. A 35mm watchman flx pro closure device and delivery system (wds) was advanced in the was and positioned at the laa. After insertion of the wds, st segment elevation was noted, and no air was noted. The procedure continued and the wds was deployed in the laa and subsequently implanted. The procedure was concluded. The post operative electrocardiogram (ECG) reading showed continued st segment elevation, and the patient reported new chest pain. The patient was brought to the cardiac catheterization lab, and a left heart catheterization procedure was performed. A thrombus was noted in the obtuse marginal (om) coronary artery, which was found to be the cause of the st segment elevation. The thrombus was treated by aspirating out of the patient. The patient is currently admitted for observation and is expected to fully recover. In the physician's opinion, it is likely a thrombus developed on a device during the laa closure procedure and embolized to the coronary artery, leading to the st segment elevation.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that st segment elevation and embolism occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee), intracardiac echocardiogram (ice) and fluoroscopy imaging was used intra-procedure. Venous access was obtained and a watchman trusteer access system (was) that was prepped and de-aired was inserted along with a versacross connect (vcc) transseptal system to perform transseptal puncture (tsp). After tsp, a full dose of heparin was administered, and the activated clotting time (act) result was 300 seconds. The was advanced into the left atrium. A 35mm watchman flx pro closure device and delivery system (wds) was advanced in the was and positioned at the laa. After insertion of the wds, st segment elevation was noted, and no air was noted. The procedure continued and the wds was deployed in the laa and subsequently implanted. The procedure was concluded. The post operative electrocardiogram (ECG) reading showed continued st segment elevation, and the patient reported new chest pain. The patient was brought to the cardiac catheterization lab, and a left heart catheterization procedure was performed. A thrombus was noted in the obtuse marginal (om) coronary artery, which was found to be the cause of the st segment elevation. The thrombus was treated by aspirating out of the patient. The patient is currently admitted for observation and is expected to fully recover. In the physician's opinion, it is likely a thrombus developed on a device during the laa closure procedure and embolized to the coronary artery, leading to the st segment elevation. It was further reported the patient was discharged.